Event description:
The technician alleged that the foot brake caster is stuck in brake position. No pt impact.

Manufacturer narrative:
The technician adjusted the brake position for the foot brake caster to resolve the issue.